Event description:
It was reported by the pt's attorney that pt underwent total hip arthroplasty in 2008, in which pt received a durom acetabular cup. Pt's attorney states that post-op pt experienced pain and was revised in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.